Manufacturer narrative:
The issue in cer (B)(4) is deemed as a reportable event since the malfunction 'connection panel lost' which logs different tfs and switches to ambient mode during ventilation may cause the ventilator to become inoperable or stop working as intended. The root cause of the ventilator device showed many tfs in one single second and the display "panel connection lost" (4010) alarm during ventilation was due to a defective vu esm board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time for the event while it was used for treatment or diagnosis. There was no patient or user harm reported at all from complainant which should have led to further questions regarding any harm to patient or user. As the complaint cer (B)(4) was submitted to hamilton medical ag almost 3 years ago, no attempts will be performed to get additional information. The allegation in cer (B)(4) was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above already performed. In future hamilton medical ag will report an event similar as the issue in cer (B)(4)as it will be deemed as a reportable event.

Event description:
It was reported that the unit stopped to ventilate and two alarms appeared: panel connection lost, tf9933. It was not possible to turn off the unit and there was no choice but to open the unit and disconnect the batteries. We couldn't recover the problem. Tests were performed in medical engineering passed o.k. The ip cable seems to be working properly. No harm was caused to the patient.